Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 4. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.